Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was observed after an esophagectomy da vinci procedure, when cleaning the fenestrated bipolar forceps instrument a wire was seen broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.